Event description:
It was reported during the afib ablation, the patient experienced a tamponade after 20 minutes of ablation, so the case was abandoned. A drain put in and 800ml of fluid was removed. The customer was unsure if the impedance reading correctly on the generator. Also the indifference electrode cable is stuck in the socket and can't be removed. Upon follow up, bwi received the information on (B)(6) 2011 (it changed the alert date) which showed there was a navistar rmt thermocool catheter also involved in the event.

Manufacturer narrative:
Regarding, at this moment it is unclear the reprocessing of the device. The concomitant product: (B)(4). Biosense webster sent the report under the stockert for this event as well (report # 9612355-2011-00033). (B)(4).